Event description:
A report was received that the patient was experiencing loss of coverage. It was noted that the patient's lead had migrated out of epidural space. The patient underwent a revision procedure and new leads were added. The patient was doing well postoperatively.